Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Pump passed the dat test at. Unit received with cracked case at the reservoir tube lip. Unit received with minor scratched display window.

Event description:
Customer reported via phone call to have had a 911 call on march 25, 2017 due to high blood glucose. Customer's blood glucose was over 430 mg/dl. It was reported that customer was throwing up. Customer was treated with manual injection. Customer was wearing insulin pump at the time of incident. Customer did not believe that insulin pump was working properly, therefore, insulin pump would be replaced.